Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On 09/12/2025, it was reported that the patient felt very hypoglycemic, light-headed, and extremely tired. She saw that the reading on the sensor was low, but she could not recall the exact number, so she drank juice and went back to bed. Her mom noticed that she was exhibiting symptoms of dka and checked the sensor. The sensor was reading low; the patient could not remember the exact reading, but it was low. Her mom felt something was not right, so she took a bg reading which was 600 mg/dl and took her to the hospital. Upon arrival at the hospital, the doctor took a bg reading which was 700 mg/dl, while the cgm was still reading low, but the patient could not specify the exact figure as she could not remember. She was immediately treated with IV insulin and fluids. She stayed at the hospital for four days for treatment and was diagnosed with dka but could not remember the treatment that was administered. The patient was doing well as of the time of the report. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). D4: serial no: correction. H2: correction.